Event description:
The customer called for help with her breeze meter. While troubleshooting, she performed control tests and received 2 results of "hi" and a result of 10 mg/dl. The normal control range was 105-151 mg/dl. No adverse events were alleged. The customer's meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.